Event description:
Type of procedure: hiatus hernia. Event description: it was tried to clip a vessel. Only two clips came out when trigger was pulled plastic to plastic a few times. No blocking of the trigger just no more clips came out the device. Additional information received from applied medical representative via email on 14may25: no clip was loaded into the jaws. Only the first two clips were properly seated. After that no more clips came out / was loaded. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip was manually removed from the jaws. No two clips dispensed during a single actuation. Patient status: patient is all right. Intervention: another ca500 was taken and worked properly.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: hiatus hernia. Event description: it was tried to clip a vessel. Only two clips came out when trigger was pulled plastic to plastic a few times. No blocking of the trigger just no more clips came out the device. Additional information received from applied medical representative via email on 14may25: no clip was loaded into the jaws. Only the first two clips were properly seated. After that no more clips came out / was loaded. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip was manually removed from the jaws. No two clips dispensed during a single actuation. Patient status: patient is all right. Intervention: another ca500 was taken and worked properly.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.